Event description:
It was reported by a physician's office, that diagnostic testing on a pt's generator revealed high impedance. The pt was referred for a full revision. The pt had fallen down and fractured his femur, which could have possibly caused the event. Since this time, the pt has had a slight increase in seizures. Also, the pt's magnet use was not eliciting any response from the pt. The MFR's programming history was reviewed and the last known diagnostics were found on (B)(6) 2006, which were within normal limits. X-rays had been taken, but the physician has not sent them for a review by the MFR to date. The pt subsequently underwent a full revision. The explanted material has been returned to the MFR, but analysis has not been completed to date. However, the surgeon's office stated that the explanted leads looked like they had been cut and "there was a substance applied to it that looks like it was an attempt to repair it." The office thought the patch of sorts was likely placed during the original surgery. Furthermore, the lead appeared to have been filled with "some brown material" also. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.